Event description:
On (B)(6) 2010, the pt reported that the down button of his infusion device is not responding to presses. This occurred one month ago and he switched to his backup infusion device. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.